Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the procedure, aspirin and apixaban were administered. A left atrial appendage (laa) closure procedure was performed, and the patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 24.3mm. Two days later the patient was discharged on aspirin (100mg) and edoxaban (60mg). On (B)(6) 2023, 547 days post implant procedure, the patient collapsed while walking to their front door. The patient was still able to communicate. The patient was evaluated in the emergency department and admitted to the hospital. At the time of the event the patient was on aspirin 100mg/day. The event was classified as ischemic stroke. In response to the event, aspirin was stopped, rehabilitation therapy was initiated, sputum suction procedure, oxygen therapy, and bladder catheter management were performed. One day later magnetic resonance imaging of the brain was performed. One additional day later, computed tomography scan was performed revealing ejection fraction of 45%, complete seal of the watchman closure device with pendulated mobile thrombus on the atrial facing surface of the watchma flx device with maximum area of the thrombus measuring 2.28cm2. There was also a mobile thrombus on the left atrium with maximum area of the thrombus measuring 11.3cm2.